Manufacturer narrative:
No sample has been rec'd by mfg for eval. Investigation including root cause analysis os in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info become available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. All defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the prod. Add'l info has been requested anc confirmed to be unavailable. (B)(4)

Event description:
A nurse reported that knife blades exhibited a rough edge and would not glide smoothly during procedures. Alternative knives were required to continue the procedures. Pt impact is unk. Add'l info has been requested. Add'l info has been rec'd clarifying that there was pt involvement with no arm to any pt. The blades would not make a complete incision. The cases were completed with a back-up blade. The blades were discarded to avoid risk to any staff. No further info can be expected.